Event description:
The end of the catheter was sheared off in the patient during use. The physician used a snare to retrieve and remove the separated segment.

Manufacturer narrative:
Evaluation: the catheter was returned in a used condition. An examination found that the hub was missing and the flare was elongated. The catheter had separated approximately 4cm from the distal tip with the characteristics of the damage suggesting it was sliced n a longitudinal manner rather than a circumferential separation. It is feasible to say the contact was made with the stiffening cannula during withdrawal. A review of our records found that a corrective action has been issued to address this situation and prevent a recurrence of this type of event in the future. The appropriate personnel have been notified of this event.